Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter stated that the keypad completely froze and would not respond to button presses. The reporter stated that the pump was rebooted and the buttons began to work again; the reporter explained that the issue occurred twice in two weeks. The patient reportedly wore the pump attached to a belt and did not clean the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad buttons were found to be responding appropriately to presses. The keypad was removed and no button contact defects were found. Unrelated to the complaint the bolus button was found to be missing.